Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer is unaware of her blood glucose readings as she is not at home and unable to check. Customer stated that the insulin pump was not dropped or exposed to moisture. No further information reported.